Event description:
It was reported that 10 of the unspecified bd¿ q-syte disconnects from the equipment causing dietary spillover. The following information was provided by the initial reporter, translated from portuguese to english: the 10 adult hospitalization units have reported that the bd brand q-syte device, used to connect the diet equipment to the jejunum/gastro extender, has shown failures, does not attach the equipment to the extender, disconnects from the equipment and causes dietary spillover occurs.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 10 of the unspecified bd¿ q-syte disconnects from the equipment causing dietary spillover. The following information was provided by the initial reporter, translated from portuguese to english: the 10 adult hospitalization units have reported that the bd brand q-syte device, used to connect the diet equipment to the jejunum/gastro extender, has shown failures, does not attach the equipment to the extender, disconnects from the equipment and causes dietary spillover occurs.